Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and temperature was not displaying. There was no patient consequence. During procedure, catheter stopped displaying temperature on the generator. Cables were exchanged and generator was rebooted, the issue was not resolved. The catheter was replaced and the procedure was continued. The issue came back while using the replacement and resolved by exchanging to different catalog # and the procedure was completed. This event was originally considered non-reportable, however, is now being reported because the bwi failure analysis lab received the devices for evaluation, however, device with lot # 17093426m it was found a small cut approximately 0.31 mm long on the pebax on (B)(6), 2015. The awareness date for this record is january 19, 2015 because of the finding on the product returned condition.

Manufacturer narrative:
The bwi failure analysis lab received the device with lot # 17093426m for evaluation on january 19, 2015. The analysis has begun but is not completed at this time.(B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and temperature was not displaying. There was no patient consequence. During procedure, catheter stopped displaying temperature on the generator. Cables were exchanged and generator was rebooted, the issue was not resolved. The catheter was replaced and the procedure was continued. The issue came back while using the replacement and resolved by exchanging to different catalog # and the procedure was completed. This event was originally considered non-reportable, however, is now being reported because the bwi failure analysis lab received the devices for evaluation, however, device with lot # 17093426m it was found a small cut approximately 0.31 mm long on the pebax on january 19, 2015. The awareness date for this record is january 19, 2015 because of the finding on the product returned condition. The returned device (lot # 17093426m) was visually inspected upon receipt and reddish material similar to human blood was found in the pebax. Further examination revealed that pebax had a damaged that appears to be a cut. This type of pebax damage is further investigated under an internal corrective. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Then per the event reported catheter was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires had an intermittence issue at the solder joints. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. As per the second catheter (lot # 17098321m) it was visually inspected and found in normal conditions. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action was created to address the pebax issues on smart touch and internal investigation was created to address the loss of temperature on smart touch (as the thermocouple wires were found disconnected inside the dome).